Event description:
Customer reported the insulin pump alarmed button error and unable to clear alarm. Customer's blood glucose was 183 mg/dl. Customer does not recall any significant event that may have caused the device to alarm. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that no button error alarm noted. The up arrow button did not respond due to corroded keypad trace. No scrolling number display anomaly noted. The device was received with minor scratched display window, cracked display window corners, cracked battery tube threads, broken belt clip slot, broken reservoir tube lip, missing o-ring, cracked reservoir tube and window.